Event description:
The customer received a blood glucose reading of 109mg/dl on the contour next link meter, re-tested on a different meter and the reading was 64mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced.